Event description:
(B)(4). Headaches, bloating, tired all the time, rapid heart beats, gallstones, irregular periods, sore n tender breasts, mood swings. Told a doctor they told me I had acid reflux/ gerd.